Event description:
Ous MDR - on (B)(6) during a fu all test where ok. A reprogramming the upper rate from 160 to 170 was done. The patient came to the clinic yesterday complaining of palpitations starting about 2-3 weeks previous. When arriving to the hospital she was av-paced with a frequency of 140. Both leads showed "bipolar lead failure" but when testing the system all tests where ok. The pacemaker was programmed back to bipolar. After only 2-3 hours the patient came back with worsening symptoms. She then was paced in the atrium in 150ppm. While interrogating it stopped. There was a new alert of "bipolar lead failure " in the atrium. Now she is programmed in dddr 50-120. The pacemaker is implanted on the right side due to a re-op after an infection. There has been a re-op before that as well due to an atrial lead dislodgement.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out; there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In the further course of analysis the impedance measurement functions of the device in unipolar and bipolar lead configuration were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.